Event description:
A surgeon reports that a patient experienced an unexpected postoperative refraction after cataract surgery and intraocular lens (iol) implant. The lens remains implanted at this time.